Event description:
It was reported that the procedure was to treat a lesion in the left common femoral artery. The 7.0x40mm supera self-expanding stent was successfully deployed and the procedure was completed reportedly without any device or procedure issues. The next day, the patient expired. It is unknown if an autopsy was performed, and the cause of death is unknown. However, it was reported that a repeat angiography was performed with no stent or vessel thrombosis noted. There was no additional information provided.

Event description:
It was reported that the supera stent was successfully deployed without any device or procedure issues. The patient died shortly after the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The job traveler for the reported lot revealed no nonconforming reports (ncr) indicating all units passed quality assurance (qa) verification. The reported patient effect of death is listed in the supera peripheral stent system, instructions for use (IFU) as a known potential adverse patient effect. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.